Manufacturer narrative:
Initial reporter addr 1: (B)(6). A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8110 unit had a lifted keypad. There was no patient involvement and no harm.

Event description:
It was reported that the 8110 unit had a lifted keypad. There was no patient involvement and no harm.

Manufacturer narrative:
Please note that the suspect device was not returned for investigation; however, one (1) photo was provided of a syringe module device with a lifted keypad at the upper left side of the front case. The customer¿s report that the syringe pump had keypad lifting was confirmed through the provided photo. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Customer provided sample photo only. No device was returned.